Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms. Technical services was consulted and recommended the patient be seen in clinic for further evaluation. Additional information was received that this patient underwent a right ventricular (rv) lead revision procedure. The rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms. Technical services was consulted and recommended the patient be seen in clinic for further evaluation. At this time, this pacemaker and rv lead remain in service. No adverse patient effects were reported.